Manufacturer narrative:
Cines and photographs analysis summary: the protégé rx carotid stent system was not received for evaluation. No ancillary devices were received for evaluation. Seven cine images and three photographic images were received. Image 1 is of the shelf carton label of the protégé rx tapered self-expanding peripheral stent system. Image 2 is a cine image of the targeted vessel. The image confirms that the proximal common carotid artery is being treated. The lesion in the artery is moderately calcified and shows severe tortuosity. Image 3 is a cine image of the targeted vessel after pre-dilatation. A support wire has crossed the lesion. It is not possible to tell if the support wire is the capture wire of the spider fx. The protégé rx is visible within the 8f non-mdt sheath. Image 4 is a cine image of the targeted vessel after pre-dilatation. The protégé rx has been advanced out of the support sheath and over the support wire through the targeted lesion. Image 5 is a cine image of the targeted vessel after pre-dilatation. The protégé rx has been advanced further across the targeted lesion. The outer sheath of the protégé rx is in contact with vessel at a minimum of two points. Image 6 is a photographic image of the device removed from the patient. The outer sheath of the protégé rx has been pulled back exposing the stent. Image 7 is a cine image of a competitors 6x19 stent implanted at the targeted vessel site. Images 8-9 are of contrast flow through and beyond the targeted vessel after the stent implant. All of the ancillary devices have been removed from the targeted vessel. Image 10 is a photographic image from the procedure report indicating that a spiderfx embolic protection system was used in the procedure. From the photographic image it is not possible to determine how loose the protégé rx touhy borst valve was loosened in the attempt to deploy the stent outside the patient. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician intended to use a protégé rx device with a non-mdt 8f sheath and a 5 mm spider fx embolic protection device for treatment of a 90% stenosed 3 mm moderately calcified lesion in the patients¿ proximal common carotid artery (diameter 7 mm). Severe tortuosity was reported. The IFU was followed and the device was prepped without issue. The lesion was pre-dilated using a 6 mm balloon and the lock-pin was checked for securement prior to procedure. The device did not pass through a previously deployed stent. No resistance was encountered advancing the device or during delivery to the lesion. The lock-pin was removed prior to attempting to deploy the stent. No excessive force was used but the stent was unable to be deployed. The device was retrieved and a non-mdt stent was implanted. After the device was removed from the patient, the doctor released the stent outside the body. It was noted that resistance was still felt and the stent was only able to be partially release. An embolism and thrombus were noted on post procedure images. The patient was returned to the ward and treated with medication to improve circulation. The patient was reported to be in good condition and was discharged 3 days post the procedure.

Manufacturer narrative:
Evaluation summary: the device returned for evaluation was not a protégé rx stent delivery system. The device returned was a perclose proglide device. If information is provided in the future, a supplemental report will be issued.